Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. No bends were observed in the returned guidewire; however, the distal tip of the guidewire was observed to be damaged. A microscopic observation revealed the most proximal coil of the coiled wire of the guidewire was disjointed and bent away from the core wire. The coiled wire was observed to still be attached to the weld tip, which was also intact; however, this coil directly next to the weld tip was severely bent outward before aligning once more with the other coils of the wire. No breaks or kinks were observed in the returned guidewire. While the exact cause of the damage observed in the returned guidewire could not be determined, possible causes include damage during packaging, handling, or use. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when the guidewire was inserted into the introducer needle, the physician felt resistance and could not insert the guidewire. It was further reported that when the guidewire was removed, it was found that the tip of the guidewire was inflated and deformed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1128 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the guidewire was inserted into the introducer needle, the physician felt resistance and could not insert the guidewire. It was further reported that when the guidewire was removed, it was found that the tip of the guidewire was inflated and deformed. There was no reported patient injury.